Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received motor errors multiple times with low reservoir. Customer¿s blood glucose level was unknown. Customer also reported that they received battery rejection, cracks in insulin pump along battery casing and some casing came off, water in battery case and crack on screen. The device will not be returned for analysis.